Event description:
It was reported that product did not guarantee water resistance. Patient was first-time user, was enrolled in the pharmacy. Bandage was not tight during or after showering. There was no impact on the patient, he has an operation scar and wanted to protect the scar within, the scar was only wet.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The waterproofness test results were also reviewed and found to be within specification. The complaint sample was not available at this time but a review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The investigation did not find product defect or manufacturing process issue so no action is required at present. If a sample is received, we may assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.